Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone and bone overheating. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and pain. No further patient complications were reported.